Manufacturer narrative:
A visual inspection was performed on the returned guide wire, and the reported separation was confirmed. It should be noted that instructions for use guide wire hi-torque guide wires ce FDA, intended use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported material separation appears to be related to operational circumstances of the procedure. It is likely that during advancement and/or during the procedure, the guide wire became bent and/or kinked against the anatomy or other devices used resulting in the reported separation during retraction. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a left hepatic artery. The whisper guide wire was advanced without issue. After removal, it was confirmed via fluoroscopy that the guide wire had separated about 15cm from the tip as the tip was visible in the distal end of an unspecified guiding catheter. An attempt was made to flush out the separated tip into the anatomy but was unsuccessful. Then a non-abbott guide wire was used in an attempt to push out the separated tip but was also unsuccessful as the separated tip became pinned against the inner wall of the guiding catheter. However, this allowed the successful removal of the guiding catheter and guide wire as a single unit. A new balance middleweight guide wire was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.